Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and the no occurrence potentially related to the occurrence was observed. The image sent by the customer was verified and it was possible observe plunger rod broken. The probable cause for the occurrence is related to failure at syringe assembly station. The incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported when using the bd plastipak¿ syringe the plunger rod was broken/damaged. The following information was provided by the initial reporter. The customer stated: "we received the device with a broken plunger still in the primary packaging. The missing structure does not seem to be related or to affect the force applied to its complete break during application. The item was not used. "